Manufacturer narrative:
Information unknown/not provided, as customer indicated that patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) split after insertion in the patient's left eye. Account indicated that the directions for use were followed. The iol was removed during same procedure. Another johnson and johnson lens (model zma00, 22.5 diopter) was implanted. There was no vitrectomy performed and no sutures were required. Patient outcome was provided as temporarily impaired. Drops were prescribed as part of regular standard of care post surgery. There was no patient injury reported. The original iol was discarded. No further information provided.